Event description:
It was reported, the patient "just recently" had their implantable neurostimulator (ins) moved further down in buttock because it was "becoming a problem".

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3550-39, lot# n236299, implanted: 2010 (B)(6); product type accessory product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).